Event description:
A pump malfunction involving an altitude alarm was reported, with no adverse impact on the customer's blood glucose level. The issue did not recur within the month, and the customer was not currently experiencing suspended insulin. Technical support provided advice on preventing altitude alarms, which the customer acknowledged. The customer was able to resume insulin delivery with the original cartridge without needing a replacement.